Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the patient experienced complications, including, but not limited to pain, discomfort, difficulty ambulating, and metallosis. Pfs reported extreme pain, disfigurment, permanent damage to hip area, partial or complete mobility loss, loss of range of motion and mental anguish. Revision surgical note reported necrotic debris removed, metallosis throughout the hip region, left leg longer than right and the cup was revised also. In addition to what were previously alleged, ppf alleges elevated metal ions, and metal wear. Doi: (B)(6) 2009, dor: (B)(6) 2013, (left hip).